Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,3.7,16,mtx,mg (tsvtb16) was returned for investigation. Visual evaluation of the as returned implant identified signs of use, apparent minor bone attached to external threads. Screw fragment identified in drive feature - possibly the mount screw. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported implant was located on tooth # 21 (universal) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1254032). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1254032) for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported events (does not disengage/release & fracture mount) or product (tsvtb16). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur, and the reported event (fracture mount) was confirmed since, the mount screw was seen stuck in the implant's drive feature. However, device malfunction and the reported event (does not disengage/release) was non-verifiable with the information provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the implant in site 21 was removed due to screw holding transfer coping would not loosen and then the coping broke. Had to cut out and trephine implant from bone. Implant placed in adjacent location. Site grafted. Allograft placed with implant.